Event description:
Customer informed that his skin became very irritated after using lifestyles triple pleasure. His partner had skin irritation as well. He explained that her sensitive skin became red and inflamed. Customer stated that the condom left a chemical burn at the base of his penis, in the shape of a ring. It became very painful and irritated after some days. Customer stated that he does not have allergy to latex.